Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. There was a drive transducer calibration error; the iabp unit was not booting up. The 30 psi calibration failed. The fse replaced the vacuum transducer, and again the 30 psi calibration failed. The muffler was cracked at the base, so the fse replaced both mufflers on the pneumatic assembly, and performed the calibration, and the 30 psi calibration f ailed again. Error code 58 and 124 were found in the logs. The fse replaced the pneumatic module assembly and performed the calibration again, and the 30 psi calibration passed. The error codes were cleared. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a constant alarm, and the circle kept spinning. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a constant alarm, and the circle kept spinning. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.